Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient entered the hospital for device replacement after the battery was depleted. The device could not be interrogated. The physician has decided to monitor the patient over time and not replace the device. No patient complications have been reported as a result of this event.